Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -5.5 into the patient's right eye (od) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Claim# (B)(4).